Event description:
It was reported that the patient presented to the emergency room. An x-ray revealed that the right ventricular (rv) lead was dislodged with no capture and sensing issues. During the revision procedure, the physician attempted to reposition the lead; however, there was placement difficulty and the helix would not extend or retract. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.